Event description:
It was reported that the patient developed a (B)(6) infection. The system was explanted. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.